Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to faulty force sensor system. The pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The back light functioned properly, no backlight anomaly noted. Moisture damage found on the motor. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
Customer reported via phone call that there was a crack near reservoir and backlight is barely working. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.